Event description:
It was reported that an ilet user experienced fluctuating glucose readings associated with ongoing libre 3 plus sensor errors and large cgm-to-fingerstick discrepancies, which in turn led to delayed therapy decisions and concerns about algorithm maladaptation from sparse or inconsistent meal announcements and potential snack announcements. Symptoms included hypoglycemia manifestations such as shaking or tremors, hot flashes or flushing, nausea, malaise, and muscle weakness, as well as episodes of hyperglycemia. Outcomes included delay to treatment or therapy and unexpected medical intervention with oral glucose for hypoglycemia. Investigation included communication and interviews with the user and caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding the device component, with the medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.